Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017, field service engineer (fse) was dispatched to address customer's reported issue. Fse confirmed the complaint and observed the pi sensor s072 would not fully illuminate with rack in the loader. Fse adjusted the pi sensor s072 and the instrument operated as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-nov-2016 through 08-dec-2017. There were two other complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: 2301 is sample rack not moved is generated when the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. The solution is for the operator to check the direction of the sample rack and also whether or not there are any obstacles. If the trouble reoccurs, contact the tosoh local representatives. Check s072 and the step feed mechanism. The most probable cause of the reported issue was due to misaligned s072 sensor.

Event description:
On (B)(6) 2017 a customer reported getting error 2031 sample rack not moving after aspirating on the aia-900 instrument. Customer is not able to run luteinizing hormone (lh ii) and prolactin (prl) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii and prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.